Event description:
It was reported that the stenoscope system had no image on the left monitor and the right monitor was scrolling during a case. The stenoscope system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The right monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.